Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Conclusion and justification status: the investigation confirmed that the returned products were below specification regarding their compressive strength. However, the root cause of this has not yet been identified. The complaint shall currently be closed with an outstanding action, awaiting further testing and investigation. Following receipt of a further report, the complaint shall be re-opened and an investigation addendum added.

Event description:
The tensors were reported by the surgeon to have a lack in tension gave inaccurate readings/evaluation of the flexion/extension gaps of the knee. Extra manual steps were taken to correct the adjustments. Delay to surgery 40 minutes.